Manufacturer narrative:
There is no sterile lot number information available, thus no DHR could be performed. The complaints of frayed/split/torn and separated were investigated; however, without sterile lot number information or the complaint product for analysis the investigation is limited. Review of the information suggests that handling may contributed to the reported events.

Event description:
The physician using a demo product attempted to cold shape the sheath and in doing this, separated the cannula and the inner coil unraveled about 10cm from the end of the sheath. The product was freshly removed from its package and did not have any unusual kinks, bends, blemishes, etc. The physician did pull quite hard to accomplish this separation.